Event description:
It was reported that there was a discrepancy of 30 between the real value and the value of the monitor. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation; methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident ¿monitor with wrong value¿ was verified and duplicated. Customer complaint was confirmed. DHR review was completed for cam01 monitor serial number (B)(4), manufactured in (B)(4), to identify any recorded anomalies that could be associated to the complaint incident, date of manufacture: jan-2013. The DHR review has been deemed satisfactory. A minimum of 12 month review of cam01 monitor customer complaints was completed in trackwise using the following key words ¿icp value issue¿ and a root cause ¿ faulty pmio connector¿ in the search criteria; 3 complaints contained the search criteria conclusion: the failure analysis investigation has concluded the root cause of the cam01 monitor displaying wrong values was due to faulty pmio connector which was twisted and caused damage to the pmiompm cable and the internal pmio flex cable.